Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to the patient ¿contaminating their transfer set¿ (no further detail was provided). On an unreported date in the same month as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with vancomycin (2 grams, every three days, intraperitoneally for three weeks), pd therapy was discontinued temporarily. At the time of this report, the patient was switched back to pd therapy, and had recovered from the event. It was not reported if dianeal/extraneal therapies were ongoing. No additional information is available.